Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was no crack and no breakage on the probe. The coating of the jaw was partially missing. As a result of the probe checking, no error message occurred and the subject device worked normally. As the result of checking the manufacturing record of the same lot, there was no abnormal found. This type of the event is most likely related to the operator's technique. Based on the similar cases in the past, the coating of the jaw might be missing since the filth on the jaw was scraped with a hard object. Also, omsc presumes that esg communication error occurred due to any of the following possible causes. And then, if esg communication error occurs, the troubleshooting is mentioned in the instruction manual. -the electrosurgical generator was not turned on. -the communication cable to the electrosurgical generator was not connected. The instruction manual of the subject device has already warned as follows; *if the grasping section, metal-exposed area around it or the probe tip gets filthy during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.

Event description:
When the user checked the subject device before use, esg communication error occurred. The user exchanged the transducer and the system which were used in combination with the subject device. However, same error occurred. Therefore, the user exchanged the subject device for another device and used the original transducer and system again. As a result, they worked normally. On november 2, 2017, olympus medical systems corp. (Omsc) found that the coating of the jaw was partially missing. No patient injury was reported. This is the report regarding the missing coating.